Manufacturer narrative:
.

Event description:
According to the reporter: while trying to retrieve specimen (gall bladder) the bag broke away from the ring. There was no report of extended or time. The patient sex was not identified.